Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivery alarm. The customer also experienced a high blood glucose and the value was 261 mg/dl at the time of the incident. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.